Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer loaded another cartridge successfully. Customer's blood glucose was 131 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.